Event description:
It is reported that the device was implanted in (B)(4) 2006 and that the pt was revised in (B)(4) 2009 for pain and swelling. The patella was cracked and the plate was worn.

Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Evaluation summary: it is not known at this time if the products implanted were zimmer products. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.